Manufacturer narrative:
(B)(4).

Event description:
It was reported when a patient presented to the clinic for a normal follow-up, the estimated device longevity had prematurely depleted within a six month period. A session record should be reviewed for the possibility of excessive battery discharge. No intervention was recommended. The patient will continue to be monitored. No further information is available.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. Patient was fine post surgery.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. Further information was requested, but not yet available. Patient was asymptomatic.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.